Event description:
It was reported that an inpatient experienced an electrical fault and noted that a green wire was recessed out of the connector and driveline. Service report dated (B)(6) 2014 states that a driveline splice repair and a driveline sheath repair were conducted. There is no reported consequence or impact to the patient for this event. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The damaged connector of (B)(4) was not available for return to heartware. Review of the manufacturing documentation confirmed that the device met all requirements for release. On-site inspection of the driveline connector confirmed the damage; a driveline splice repair procedure and sheath repair procedure were performed to mitigate and remediate the conditions reported under the event. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. Heartware has opened an internal investigation to evaluate driveline sheath damage. The most likely root cause of the driveline sheath damage is excessive exposure to ultraviolet light. The most likely root cause of the driveline splice damage is the tensile force that the driveline experienced when it was caught on the handbag.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.